Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. No unexpected battery out limit or failed battery test alarms noted. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarm was noted. The pump was received with cracked case at display window corners and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of button error, failed battery test and batter out limit alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to insert a new battery. The customer received battery out limit alarm. The customer stated that the battery cap had been tightened. The customer was not able to clear the alarm due to no response from the buttons. The customer stated that the buttons were not pressed for more than 3 minutes. The customer stated that the pump was exposed to moisture. The customer will be sent a replacement pump. The customer will return the pump for analysis.